Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the interface (umbilical) cable for the imaging system which resolved the reported issue.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system would enter standalone mode when attempting to perform a 3d acquisition. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.